Event description:
A surgeon reported that, while in a cranial tumor resection, the system was unresponsive during tracer registration calculation for 10 minutes and would not advance. The site re-launched the cranial application, re-traced the patient, and proceeded. The surgery was completed with the use of the stealthstation s7 system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report, however, has been requested. Patient logs/files have been requested, however, have not yet been received by the manufacturer for evaluation of software.